Manufacturer narrative:
PMA/510(k) #: preamendment a review of the complaint history, device history record and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. However, a document based investigation was performed. A review of the device history record found no other non-conformances associated with the complaint device lot number (ns7775311). A review of the manufacturer's complaint database found one other complaint associated with the complaint device lot number (ns7775311). Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, no product returned and the results of our investigation, a definitive root cause could not be determined. This failure mode has been escalated per internal processes.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during a stem cell collection procedure, the triple lumen silicone central venous/hyperalimentation catheter set was used. During collection of the stem cells, at approximately 45 minutes run time, it was noted that the patient's chest had become saturated with blood. Upon further inspection, a hole was discovered in the return line. The procedure was paused, and the line was clamped proximally to the patient to prevent the formation of an air embolus. The physician was notified, and the removal of the central venous catheter following the collection of the cells was ordered. The procedure was then resumed with a new set and a new machine via peripheral access to the patient's right arm. Additional information was requested from the customer, but none has yet been provided. The device is reportedly unavailable for return.